Manufacturer narrative:
The reported problem was confirmed during diagnostics and it was requested to send the device for bench repair. Following this event a further non related event occurred (B)(4) (screen drift unable to calibrate, touch screen failure) which suggests the customer resolved the issue reported in this complaint. The bench repair was cancelled because the device was sent to the bench for (B)(4). Refer to (B)(4) complaint investigation for further information however, there is no engineering activity relevant to this reported complaint. Following bench repair for (B)(4) the device was functioning satisfactorily and was returned to the customer. Based on the information available the cause of the reported problem was a device malfunction. The root cause can not be determined for this complaint as the device was not returned for bench repair at the time of the event. No log or rescue files were provided to enable investigation. Based on the information available no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was not returned for bench repair and the customer resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device gave the "restart required" error message as soon as the device powered on. There is no patient involvement.